Event description:
It was reported that the right ventricular lead exhibited impedance of 190 ohms. A fluoroscopy revealed the lead insulation was breached. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information was received stating that clavicular crush was noted.